Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to an episode of atrial fibrillation (af). A couple of years later the ICD delivered another inappropriate shock due to an episode of atrial fibrillation (af). The inappropriate shocks occurred outside of an isolated episode. The device remains in service. No additional adverse patient effects were reported.